Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized due to syncope. It was noted that the right atrial (ra) lead exhibited increased threshold measurements and loss of capture. Subsequently the ra lead output was reprogrammed to ensure appropriate safety margins. No additional adverse patient effects were reported.